Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 12 (lifeband® not present) message upon power up. The customer reinstalled the lifeband and pressed the start/continue button, however the platform now displays a user advisory 45 (not at "home" position after power-on/restart) message. The customer lifted up the lifeband and tried to restart, however the lifeband would not adjust to the chest size. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint will not be returned as customer was sent instructions on how to clear a user advisory 45. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.